Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and led to the delivery of an inappropriate tachy shock. The patient was seen in clinic and the rv lead was found to be dislodged via x-ray. The device was programmed around the rv lead and a revision procedure was scheduled. During the revision, this rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.